Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The reporter states that the patient's feeding leaked out of the ng tubing below the clamp site which required removal of the ng tube and reinsertion of a new one. No additional details were provided.

Manufacturer narrative:
Submit date: 3-jun-2019. A decontaminated sample with an unknown lot number was received at the plant for the investigation. Because a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Upon a visual evaluation of the sample, the condition reported was not observed in the sample. Since the condition reported was not observed in the product; the root cause of the reported condition could not be determined. No corrective actions are deemed necessary at this moment. The process is running according to product specifications meeting quality acceptance criteria will be keep monitoring the process for any adverse trends that require immediate attention.